Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty connector on radio frequency board. Unable to communicate with blood glucose meter due to alarm. Programmed several units to be delivered and units were delivered properly. No unexpected delivery anomaly noted.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 77mg/dl. The customer stated that a temporary basal not programmed before the alarm occurred. The caller mentioned that the insulin pump gave her 38.0 units instead of 3.8 units, and it happened twice. Advised the customer that the insulin pump would be replaced. No further information was provided.